Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation it was noted that the device had reached eri prematurely. The device could not be interrogated due to the low battery status. The device was explanted.